Event description:
It was reported that during an unk procedure, when the device was fired, the clips were ejected and were either not properly closed or not fired. The procedure was carried out with a new device. No reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.